Event description:
The customer reported that the drill operates on its own. This event occurred on the back table and had no patient or staff involvement.

Manufacturer narrative:
Investigation results: the problem reported by the customer was confirmed. An investigation is in process for this failure mode. This product will continue to be monitored.